Event description:
It was reported that, during the implant procedure, the electrode was connected to the pulse generator. After the pocket was closed, there was noise detected by the device. The sensing vector was set to the primary sensing vector. The physician touched the device connector, and the noise occurred again. A loose connection was suspected. The physician checked the connection thoroughly and found it to be good. So, the pulse generator was removed, and another one was placed onto the same electrode. This time there was no noise. The system was successfully implanted. There were no additional adverse patient effects.

Event description:
It was reported that, during the implant procedure, the electrode was connected to the pulse generator. After the pocket was closed, there was noise detected by the device. The sensing vector was set to the primary sensing vector. The physician touched the device connector, and the noise occurred again. A loose connection was suspected. The physician checked the connection thoroughly and found it to be good. So, the pulse generator was removed, and another one was placed onto the same electrode. This time there was no noise. The system was successfully implanted. There were no additional adverse patient effects. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.